Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Patient temperature (pt) was 33.3c, targeted temperature (tt) was 33.5c, water temperature (wt) was 39c, flow rate (fr) was 1.1lpm, mixing pump command (mpc) was 0 percentage, water reservoir level 4, outlet monitor temperature (t1) was 39c, chiller temperature (t4) was 11c. They had another device and thought they will just change it out. Advised it was possible the 113 was related to flow rate (fr) and this may be an issue with the new device if this was the case (fr needs to be at least 1lpm for heater to function at full capacity). No further calls from that customer. A DHR review is not required as the serial number is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated they were getting an alert 113 (reduced water temperature control). Patient temperature (pt) was 33.3c, targeted temperature (tt) was 33.5c, water temperature (wt) was 39c, flow rate (fr) was 1.1lpm, mixing pump command (mpc) was 0 percentage, water reservoir level 4, outlet monitor temperature (t1) was 39c, chiller temperature (t4) was 11c. They had another device and thought they will just change it out. Advised it was possible the 113 was related to flow rate (fr) and this may be an issue with the new device if this was the case (fr needs to be at least 1lpm for heater to function at full capacity). No further calls from that customer.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated they were getting an alert 113 (reduced water temperature control). Patient temperature (pt) was 33.3c, targeted temperature (tt) was 33.5c, water temperature (wt) was 39c, flow rate (fr) was 1.1lpm, mixing pump command (mpc) was 0 percentage, water reservoir level 4, outlet monitor temperature (t1) was 39c, chiller temperature (t4) was 11c. They had another device and thought they will just change it out. Advised it was possible the 113 was related to flow rate (fr) and this may be an issue with the new device if this was the case (fr needs to be at least 1lpm for heater to function at full capacity). No further calls from that customer.